Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12879. Related manufacturer reference number: 1627487-2019-12880. Additional information received indicated that surgical intervention was undertaken wherein the lead and extensions were explanted and replaced. Therapy was restored after surgery.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12879.related manufacturer reference number: 1627487-2019-12880.related manufacturer reference number: 3006705815-2019-04493.it was reported the patient is experiencing ineffective stimulation after they had their ipg replaced. Reprogramming was performed; however, it was unable to provide effective therapy. X-rays were taken, and no anomalies were observed. Surgical intervention may be pending to address the issue.